Manufacturer narrative:
As reported, the physician attempted to use a 5f mynx control vascular closure device (vcd) but the device tip was found to be bent and could not be advanced into an unknown sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty (pta) procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was removed from the packaging according to the instructions for use (IFU). The kink was found during insertion into the sheath. No excess force was applied during insertion. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both in the non-depressed position. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. Additionally, a crack in the syringe¿s plunger was observed during this analysis. Per dimensional analysis, the balloon catheter profile distal from the balloon was verified and noted to be within the defined parameter, measured using a calibrated micrometer. A dimensional analysis for the slit length could not be executed due to the observed condition of the sealant sleeves. The catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon appropriately when button 1 and button 2 were depressed. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that no excess force was applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Also, the condition of the syringe was likely due to procedural/handling factors. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician attempted to use a 5f mynx control vascular closure device (vcd) but the device tip was found to be bent and could not be advanced into an unknown sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, and there was no presence of pvd or calcium in the vicinity of the puncture site. The device was removed from the packaging according to the IFU. The kink was found during insertion into the sheath. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: on product evaluation the sealant was found partially exposed.